Event description:
A customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was replaced under warranty and returned to product analysis center (pac) for evaluation. The pac technician was unable to verify or duplicate the reported issue through testing or device log analysis. The device was able to power on and deliver a test shock using the returned battery with no discrepancies. The cause of the reported issue could not be determined. The device was archived by stryker.

Event description:
A customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.